Event description:
On 30-jun-2022, the following information was provided to kci by the physician: on (B)(6) 2022, the physician stated the activ.a.c.¿ ion progress¿ remote therapy monitoring system was allegedly defective and the patient's wound increased in size. On 01-jul-2022, the following information was provided to kci by the physician: the activ.a.c.¿ ion progress¿ remote therapy monitoring system was allegedly not suctioning and caused the wound deterioration requiring a repeat skin graft. The wound was severely macerated and increased in size. A device evaluation of the activ.a.c.¿ ion progress¿ remote therapy monitoring system is pending receipt of the device.

Manufacturer narrative:
Based on the information provided, it cannot be determined that the alleged increased wound size and maceration are related to the activ.a.c.¿ ion progress¿ remote therapy monitoring system. The patient had significant comorbidities that may be contributing factors in this event. A device evaluation is pending receipt of the device. Device labeling, available in print and online, states: if a wound has been progressing well from dressing change to dressing change but then deteriorates rapidly, consider the following interventions and, where necessary, seek the guidance/expertise of a specialist: check the therapy hour meter to ensure that the actual number of therapy hours received matches the number of recommended therapy hours (22 hours a day). If the number of therapy hours is less than 22 each day, find out why there is a therapy deficit and remedy the situation. Clean wound more thoroughly during dressing changes. Evaluate for signs and symptoms of infection and, if present, treat accordingly. Change dressing often, ensuring that it is being changed at least every 48 hours. Examine the wound and debride as necessary. Debride the wound edges if they appear non-viable or rolled under as this may inhibit the formation of granulation tissue and migration of epithelial cells over an acceptable wound base. Assess for osteomyelitis and, if present, treat accordingly. Clinical considerations: in case of suspect wound deterioration, the lead clinician should be notified, the wound should be clinically examined, and the plan of care reevaluated. The decision to resume v.a.c.® therapy should be made at the discretion of the lead clinician. Disclaimer: this information is submitted pursuant to 21 cfr 803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a kinetic concepts, inc. Product malfunctioned, is defective or has caused serious injury.

Manufacturer narrative:
H3: other (code unspecified, describe in h10): the activ.a.c.¿ ion progress¿ remote therapy monitoring system was not returned to kci; therefore, a device evaluation could not be performed. Based on the additional information provided regarding the device, kci's assessment remains the same; it cannot be determined that the alleged alleged increased wound size and maceration are related to the activ.a.c.¿ ion progress¿ remote therapy monitoring system. The device passed quality control checks before placement. Evaluation of the device after patient placement could not be performed.

Event description:
On 12-may-2022, the device was tested per quality control procedure by the kci service center, and the unit passed the quality control checks and met specifications. On (B)(6)2022, the device was placed with the patient. Multiple unsuccessful attempts have been made to retrieve the device, therefore, a device evaluation could not be performed.